Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ids: 2134265-2017-00288, 2134265-2017-00289, 2134265-2017-00291. It was reported that vessel perforation, ventricular fibrillation, slow flow and patient's death occurred. This was a very high risk procedure on a very compromised patient. The target lesion was located in the calcified proximal to distal left anterior descending (lad) artery. Four synergy ii drug-eluting stents of size 3.00x16mm, 2.75x28mm, 2.5x24mm, and 2.25x20mm were implanted from proximal to distal lesion in order. After the deployment of the last 2.25x20mm stent, the physician pulled the balloon back approximately 10-15mm and re-inflated the balloon approximately at 26 atmospheres. However, on the next injection, a large perforation was noted in lad. The patient's condition was continuously getting worse as the physician attempted to seal the perforation and do a simultaneous pericardial tap. Eventually, the physician was able to perform the tap and deployed a 2.80x26mm non-bsc stent. Subsequently, the patient's condition continued to worsen. The patient had multiple episodes of ventricular fibrillation arrest and had limited flow in the coronary arteries. Multiple efforts were made to rescue the patient but the procedure was halted with the patient's death.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that coronary artery disease was the official cause of death. There was no relationship between the stents and the patient outcome as per physician's opinion and medical judgment. The physician stated that, "patient procedure was done as a rescue for cardiogenic shock. The perforation wasn't the reason for the outcome".